Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having a lot of back and sciatic pain, which was normally what the stimulator took care of. Patient said their back was killing them. They thought something was wrong yesterday, so they charged their ins up since it was low (and noted the charge time took quite a while), stopped at 70% for the night. Then today, patient said they turned the stimulation up to just below 6.0 to relieve the pain, which was usually where they'd feel uncomfortable buzzing, but they were still feeling pain and no stimulation. Patient increased the stimulation to 8.0, but still didn't feel anything. Patient turned off the controller/stimulation and turned it back on, but normally when they turned stimulation back on at that point, they would feel the buzzing again, but this time they didn't. Agent asked, patient confirmed stimulation was turned on and they tried multiple groups that had recently been adjusted for them. Patient mentioned they had two different groups, and they tried both groups to see if they could feel any difference, but couldn't. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said they spoke to two different reps this morning over the phone and were told they had done all they could (agent understood all that could be done by patient).